Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had no motor or negligible movement. The insulin pump is stuck in motor error. It was stated that the error occurred three times. The insulin pump passed the self-test and displacement test. There were no significant events prior to the error. The blood glucose readings were 16 mmol/l.